Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported arrhythmia could not be conclusively determined.

Manufacturer narrative:
**UDI related data quality updates only** model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4), model number(d4), catalog number(d4) and 510k(g3) are not available.

Event description:
During a mitraclip procedure, during transseptal puncture with an abbott needle, there was interference with the av node, resulting in asystole, which resolved itself and the patient stabilized. The procedure was successfully completed.